Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# va005n5, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# va05qga, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va0553w, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v931748, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient. It was reported that they were having movement in their wires, as well as the device itself that was implanted in their chest. It was noted that the issue started about three months prior to the date of this report. The patient stated that they had their implantable neurostimulator (ins) replaced on (B)(6) 2016 and that it looked like it was going to ¿erupt out¿ again. The patient mentioned that their healthcare provider (hcp) had concerns on the issue as well. It was reported that the wires popped out in the patient¿s jaw and that their jaw was hurting more. The patient thought that the ins was dead or not working and stated that they couldn¿t feel the wire anymore. The patient mentioned that they had a nerve block done on (B)(6) 2017 where their hcp gave them shots on the inside of their mouth, which caused swelling along the jaw line. After four days, the patient¿s wire popped out of their jaw while they were sleeping. The patient stated that it ¿literally woke them up.¿ it was noted that the wire was fine before the nerve block. The patient mentioned that they would be reaching out to a manufacturer representative to resolve the issue. No further complications were reported or anticipated. Indications for use are cervical/neck and spinal pain.